Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient had their rechargeable implant replaced with a non-rechargeable one. The patient stated that they had this replacement because they were unable to recharge their implant due to the positioning of it. No symptoms were reported. No further complications were reported. Follow-up was conducted.